Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient disconnected aseptically and continued therapy manually at a hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received and an evaluation was performed to investigate the cause of the alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample evaluation shows that product is meeting specification. The reported condition was not verified and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.